Manufacturer narrative:
The failure investigation has been completed and the alleged screen on/ quick bolus button delay response issue was verified. Additionally, the alleged unresponsive touch screen issue could not be verified.

Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, the pump touchscreen was unresponsive. Customer¿s blood glucose was 156 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.